Event description:
It was reported that during the cleaning/sterilization process, the femoral slap hammer was noted to be defective. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product involved in the reported event was returned for investigation. The oxford femoral slap hammer shows heavy signs of use, including dents and scratches throughout, with burring and dents on the hammer ring. The tension spring is confirmed broken/fractured, and not all spring fragments were returned. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.